Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
The patient reports that post-implant of a realize adjustable band, he had 6-7 adjustments with no restriction. Per the patient, all the adjustments were administered by a nurse practitioner who had difficulty assessing the port and were not done with fluoroscopy. The last adjustment was done using fluoroscopy. It was then confirmed that the band tubing had inadvertently punctured by the needle. The tubing was trimmed and reconnected to the original port on (B)(6) 2011. The patient states that he was discharged home and is doing well.